Event description:
Information received from case reporter via -email that this patient had a venous leg ulcer (ulcus cruris venosum) on her right lower leg. She managed the wound with aquacel ag dressing and reported an allergic reaction to the product. The patient noted that she has had allergic reactions in the past to foam dressings and wound rinsing solutions. The reaction to aquacel ag dressing was "a big inflammation in the wound environment (surface: max. 10 x 10cm, rather less), and this only at the border area. The inflammation was locally limited and no further part of the body was concerned". Patient outcome was not reported.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued 04/16/2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. All returned blister/chevron met the required specification returned samples provided no evidence of complaint issues. Batch records have been reviewed for the purpose of responding to this complaint. All required specification was met and documented within the batch records. There were no discrepancies noted in the batch record related to the recorded complaint issue. All retain samples were manufactured to the required specification.